Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there was no change that led to the adjusting 5-6 times to no avail. There was just no charge. The inability to charge and the communication issue started after a physical therapy incident; they then were unable to properly charge the battery due to injury. This issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were unable to charge their device. The patient stated that they hadn't used their implantable neurostimulator (ins) in a while and was trying to charge it. The patient mentioned that the ¿mcom¿ needs to be adjusted five to six times to no avail. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.